Event description:
N/a

Manufacturer narrative:
Additional information: (event site postal code - (B)(4).

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave a beep sound while turned on, gave error code 118. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Factory advised to replace new solenoid control board, and the fse replaced the same to fix the issue. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.